Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient reported low estimated pump flow, and low speed and driveline disconnect alarms that occurred during the night while the pump was connected to the mobile power unit. X-ray images did not indicate any signs of external or internal to the patient driveline damage. The patient was admitted to the hospital overnight and the pump was connected to a non-grounded power module patient cable and power module. No additional issues occurred while admitted, and the patient was discharged home with a non-grounded power module patient cable. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
A root cause of the reported event could not be conclusively determined as the device remains in use supporting the patient; however, the report of alarms and pump stoppages was confirmed through the evaluation of the submitted system controller log file. The log file captured the reported low flow, driveline disconnect, and low speed alarms, as well as motor stopped events occurring on (B)(6)2017 at 05:20, (B)(6)2017 at 01:21, and (B)(6)2017 at 08:01. All of the events captured occurred while the system was operating on the mobile power unit. Although a driveline wire compromise was suspected, the x-rays did not indicate any signs of external or internal driveline damage. No further alarms or events have been reported since the patient was provided with a non-grounded patient cable for use while on a/c power support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.